Event description:
"Caller alleged discrepant precision results compared with the same meter. Results as follows:" date: (B)(6) 2012, inratio: 5.2, inratio: 3.4. Time elapsed between each method of testing is eight minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 5.2, inratio: 3.4, mean: 4.3, %cv 29.60. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported milking patient's finger in the attempt to collect sufficient sample for test. Milking the finger can cause interstitial fluid contamination leading to pre-analytical errors. User reported sample was applied to the strip more than 15 seconds following fingerstick. This delay in application may have an impact on calculated clot time and adversely affect sample migration, flow, and saturation. Strip lot # is not provided. No further investigation is possible. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. It cannot be ruled out as the customer's improper operational technique is the cause for unexpected inr results. This issue. Will be subject to tracking and trending. Corrective action is not required at this time.